Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The battery status was end of life (eol); review of device memory noted no irregularities as the device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. It was noted when the device was interrogated via programmer a message appeared indicating device software could not be updated due to the battery status of eol. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations and determined the battery depleted normally.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated after approximately 2 years of implant. A revision procedure was performed wherein the device was explanted. No adverse patient effects were reported. No further information has been provided at this time.